Manufacturer narrative:
Device discarded after procedure.

Event description:
It was reported that four weeks after a bilateral septo turb procedure with cryotherapy the patient experienced epistaxis. The patient wore doyle splints for 5 days and then the doctor took the patient into surgery and cauterized the bleed. No additional epistaxis has occurred and no permanent damage was reported.

Manufacturer narrative:
Section d4; gtin number updated.

Event description:
It was reported that four weeks after a bilateral septo turb procedure with cryotherapy the patient experienced epistaxis. The patient wore doyle splints for 5 days and then the doctor took the patient into surgery and cauterized the bleed. No additional epistaxis has occurred and no permanent damage was reported.